Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose (bg) levels exceeded 600 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. A new pod was applied immediately after the event (abdomen), and also worn between 1 and 4 hours. Bg levels "weren't going down." Patient was hospitalized and diagnosed with hyperglycemia and dehydration. This report will be filed to capture second pod worn.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.